Event description:
The customer reported to a baxter representative a condition of one microbore y-type catheter extension set that was alleged with the following condition: "fluid will not push all the way through". It is unknown when this condition was observed. There was no report of patient injury, medical intervention, or adverse reaction is associated with this event. No additional information is currently available.

Manufacturer narrative:
(B)(4) - the reported condition of a baxter y-type extension set in which the "fluid will not push all the way through" was confirmed during evaluation; the root cause was determined to be a blockage between the tubing p/n 030205989 and "y" junction p/n 032626291. The cause of the blockage could not be determined. A batch review was conducted and no issues were found related to the reported condition during the manufacture of this lot. Should any additional information be made available, a follow-up MDR will be submitted.

Manufacturer narrative:
(B)(4) - evaluation is pending receipt of the sample. Upon completion of the evaluation, or should any additional information be made available, a follow-up MDR will be submitted.